Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, oversensing due to noise was noted on the atrial lead. Diagnostic imaging was not performed and the atrial lead was capped. A new atrial lead was successfully implanted. The patient was in stable condition.